Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty attaching the luer connector to the infusion set, specifically with insertion and rightward twisting, which temporarily interrupted insulin delivery; insulin delivery was restored after reconnection and blood glucose remained stable at 144 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included technical support troubleshooting, user education, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.